Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer and h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The 14 fr esheath was returned to edwards lifesciences for evaluation. A visual inspection was performed, and the following was observed: the sheath distal tip was split. The sheath shaft had scratches near the distal end. Minor liner bunching and partial delamination at the distal end. C-marker band intact. Imagery was provided from the site and revealed the following: undersized access vessel diameters. Calcification in patient's access vessels. Tortuosity in patient's access vessels. Video shows delivery system balloon burst within patient annulus. During manufacturing of the 14 fr esheath, the 14 fr esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for esheath IFU, commander IFU, procedural manual and preparation manual and no IFU/training deficiencies were identified. The IFU for esheath provides guidance on using caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Delivery system preparation also provides guidance on balloon burst. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip split was confirmed through evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of the device history record, lot history, and complaint history support that a manufacturing non-conformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Additionally, there was no report of any issues with the sheath during device preparation or unpacking, indicating that this was not an out of the box issue. In this case, ''the balloon was unable to retrieve into the esheath and a cut down was performed to extract the balloon/delivery system'' and ''the sheath was split at the distal end''. Per provided video, the delivery system balloon burst during deployment. The altered profile of the ruptured balloon can cause withdrawal difficulty of the delivery system through the sheath by catching at the sheath distal tip. As difficulty occurred, potential device manipulation may have been applied to overcome the withdrawal difficulty, causing the balloon to further contact the sheath distal tip, leading to the observed distal tip split and the liner bunching. Additionally, scratches were seen on the sheath shaft, which are indicative of contact with sharp calcified nodules within the patient's access vessel. Per imaging evaluation, the patient's access vessel showed calcification, undersized vessels (<5.5mm for 14f esheath), and tortuosity. Calcification may have made contact the sheath distal tip and leading it to split. This may have also been exasperated by undersized vessel diameters, potentially leading to increased contact with calcification. Additionally, tortuosity can create sub-optimal angles and non-coaxial alignment that may contribute to the difficulty in delivery system retrieval through the sheath. Thus, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and procedural factors (withdrawal of burst balloon, excessive manipulation) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.

Event description:
As reported, during valve deployment of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, it was noted the sheath was split at the distal end.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-06110. The investigation is ongoing. The device has not been returned.